Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated that after a recent battery change, the battery felt hot to the touch. The reporter noted corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:the battery was not returned with the pump for investigation; a test battery was used during investigation. A visual inspection of the pump revealed a cracked battery compartment. During testing, the pump powered on normally and was exercised for 6 hours with no overheating or alarms. The electrical current draws were tested and found to be within specifications. The pump cover was removed and no moisture or damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.